Event description:
Additional information was received that the pump was replaced on 2022-06-28 and would be sent back for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump (s/n (B)(6)) was returned for analysis. Analysis identified the outer shield was concave. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (25 mg/ml at 5.004 mg/day), dilaudid (400 mcg/ml at 80.06 mcg/day), bupivacaine (12 mg/ml at 2.402 mg/day) and unknown baclofen (250 mcg/ml at 50.04 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported the hcp was having trouble with being able to completely fill the pump. The caller stated that they were able to only get 13-15ml and then met resistance. Caller stated that they could hear a pop at the start of the refill. Caller noted that this happened on sept 21st and nov 9th and both times they aspirated the amount expected prior to filling the pump. Hcp notes that the patient is experiencing no change in therapy and gets good pain relief. Hcp stated that they are planning on doing a dye study and a possible pump exchange. Ts reviewed taking a lateral image of the pump to evaluate the bellows and a possible dent in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.